Manufacturer narrative:
Evaluation of the cautery cable was not performed since the recommended esus and corresponding electrocautery cables to be used with the system are not manufactured by isi and the proper handling and maintenance of the esus and cables are the responsibility of the customer. As of january 28, 2009, there have been no reported recurrence of the issue at this hospital.

Event description:
It was reported that during a da vinci prostatectomy surgical procedure, the cautery cable connecting the surgeon side console and the electrosurgical unit (esu) pulled apart at the connector. An isi technical support engineer indicated that the esu footswitch could be used to continue the procedure, however, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.